Manufacturer narrative:
On 3/26/2019, bwi received additional information about the event indicating repair services are not needed for their smartablate generator. The fistula was discovered after patient complaint and the physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
Attempts have been made to obtain product information for the smartablate generator system used during this procedure. However, information is unknown as the adverse event occurred approximately two (2) weeks after the procedure. Since there is no product information, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If additional information is received regarding clarification of the system used in this event, the complaint will be reopen and investigation will be performed and a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no serial number is available. Concomitant medical products: carto® 3 system (us catalog # unknown, serial # unknown). (B)(6). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a smartablate generator and suffered esophageal fistula. About two weeks after the ablation procedure it was discovered that the patient had esophageal fistula. It is unknown if medical/surgical intervention was performed. There¿s no information regarding patient¿s outcome. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. The generator was used in power control mode at 30 watts and the ablation time was all 30 seconds or less. The ablation index value was not displayed high. The contact force was of 20 grams or less. No catheter malfunctions were reported. The temperature was displayed within normal values. No further information is available at the time. Biosense webster manufacturer's reference number (B)(4) has two reports related to the same incident: MFR # 2029046-2019-02814 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter). MFR # for product code unk_smartablate generator (smartablate generator).